Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Attached photo shows an iol in a lens case base. The lens is not positioned correctly in the well. One of the haptics appears to be damaged/broken. The optic appears to be damaged too; there appear to be cracks in the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure,the crack was noticed on the optic part of iol. Lens was explanted at initial procedure.the iol was replaced with unspecified lens. Additional information was requested.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).